Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was an unexpected receiver shut-down . No additional event or patient information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device availability- additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. The receiver log was downloaded, the data shows unexpected shutdown within the investigation window. Functional testing was performed and it passed. A discharge test was conducted and it passed. The reported event of unexpected receiver shut-down was confirmed. The root cause could not be determined.